Event description:
It was reported a filter was placed in a trauma pt on 5/27/98 without incident. On 6/10/98 the pt expired from a massive pulmonary embolus. An autopsy report revealed lower extremity clot in the popliteal and clot above and below the filter. Although it was initially reported the pt had a history of upper extremity emboli, it was later reported this was inaccurate. No further details about this event have become available. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number.